Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the patient expired after an implant duration of 1 day (.03 months) due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry. On 3/18/09 (through follow-up with the health care provider, it was learned that the cause of death was septic shock. The patient was diagnosed with a staph infection pre-operatively; therefore, no attempts will be made to get the device returned. There is also no indication that the device was explanted prior to the patient's death. The surgeon also indicated that the event was not device related. Therefore, this has been determined to not be a complaint. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the operative report was provided in french and cannot be translated.

Event description:
It was reported that the patient has expired, due to unknown reasons. The implant duration was less than 1 month. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.